Manufacturer narrative:
A philips remote service personnel (rsp) interviewed the customer who indicated this was a total install base agreement (tiba) for the distributor to receive the speaker assembly spare part from philips. A good faith effort (gfe) response confirmed there was no sound and no speaker inoperative message at the time of the event. The gfe response informed philips, the unit is now working as intended. Based on the information available, the cause of the reported problem was confirmed to the speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer requested a replacement speaker. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.